Manufacturer narrative:
Zoll medical corporation evaluated the device's clinical data and the device performed to specification. Review of the clinical data indicated that two of the three segments had no matching condition which ultimately led to the no shock advised decision. Anomalies were seen in the waveforms, but it was concluded that the AED plus worked within the limitations of the technology available. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a (B)(6)-year-old male patient, the device issued a "no shock advised" prompt for a heart rhythm they believed was shockable. Complainant indicated that the next analysis resulted in a shock advised and the patient had a return of spontaneous circulation. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.